Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300's mg/dl) with a trace of ketones. The customer would change the pump supplies and deliver a bolus via the pump to address the bg level. The high bg would be resolved at that time.